Manufacturer narrative:
Investigation in progress. This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is complete.

Event description:
The customer provided the following information on a female patient: in 2008: axsym ca 19-9 result of 2619 u/ml; five days later: customer began using the architect i1000 analyzer; the following month: architect ca 19-9 result of 4906 u/ml; two days later: first drawn sample result of 62 u/ml, second drawn sample result of 64 u/ml; three days later: 24 u/ml. The patient has not received any type of treatments but her physician believes that some type of tumor exists. No tumor to date has been located. The only medication given was an antibiotic for six days. Samples are to be sent to a reference lab for further evaluation. There is no impact to patient management reported.